Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4), runs without action on the triggers. There was not patient harm reported. The surgery was on a 15-minute delay.